Event description:
It was reported when the device was used during a laparoscopic appendectomy, the trocar stem was missing. The case was completed with a similar device. There was no patient consequence.